Event description:
It was reported that the patient developed an infection post-operatively and the entire left side system was removed. Perioperative antibiotics were administered. It was at the left device pocket and extension location. The incision site on the left side of the chest became red, swollen, and there was discharge. It was unknown what type of infection it was or if a culture was taken, but it was not meningitis. It was unknown if antibiotic treatment was necessary. There were no product defects. The infection resolved and a new lead was implanted.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0jvs2, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0k49p, implanted: (B)(6) 2014, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).